Event description:
It was reported that post implant, the lead dislodged. The lead was repositioned. The patient's condition was -good- before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.